Manufacturer narrative:
Additional information: UDI and device manufacturing date provided. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Additional information: patient age provided.

Manufacturer narrative:
Patient age not available from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a cranial resection, an imprecision was observed when locating the tumor. It was noted that the surgeon had to go deeper than displayed on the application software to reach the tumor. It was noted that the magnetic resonance imaging (mr) image used was not to protocol and the surgeon opted to complete the procedure with the image. An on-site computed tomography (CT) was merged with the mr. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.